Event description:
On (B)(6) 2011, patient reported blood glucose elevated as high as 732 mg/dl due to insulin leaking from underneath the infusion set adhesive. This issue occurred intermittently over the previous month. Normal blood glucose is 80-120 mg/dl. Patient felt exhausted and had difficulty breathing when his blood glucose was elevated, and he delivered insulin injections as treatment. Patient changed the infusion headset every 3 days. The infusion cannulas were not bent, kinked, or crimped, and there was no obvious damage to the infusion set. Patient does not have scar tissue. Patient inserted the headsets by hand and no handling errors were found. Infusion sites are rotated around his abdomen. Patient was sent samples of 2 different types of infusion sets. Alleged infusion sets were discarded and were not requested for evaluation. Patient was able to get his blood glucose back to his normal range when he started to change the infusion set every day. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.